Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the g5 mobile application display screen became frozen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.